Event description:
Trach cuff leaking with morning vent check. All sterile water pulled out - 1.75ml and replaced to 1.9ml. Trach very briefly at minimal leak. Process repeated with 1.8cc found at 10:30 and more sterile water added to a total of 1.9cc with brief improvement. Changed trach due to cuff continuing to leak with the continued addition of sterile water. 1.9cc added to new trach. 0.1cc added at 12:50, due to audible air leak again heard around trach and patient's continued work of breathing, to make a total of 2.0cc in trach cuff.